Event description:
After 5 months of implantation, this lead was explanted for high ventricular threshold readings.

Manufacturer narrative:
High ventricular threshold readings. A response from the manufacturer is pending. Since the device was not returned for analysis, the device history records were reviewed. No abnormalities were identified in the records that could have contributed to this event; therefore, since no other information was available no final conclusin can be drawn.

Manufacturer narrative:
High ventricular threshold readings. A response from the manufacturer is pending.

Event description:
After 5 months of implantation, this lead was explanted for high ventricular threshold readings.